Event description:
The tip of the rotablator floppy wire broke off either during a catheter exchange, or during the first advance of the rotablator burr. No rotational atherectomy pass was done, and the wire tip was left in. The wire appeared to be intact when it was put in the excelsior catheter. There has been no response from the manufacturer regarding this failure.